Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with the customer reported issue to perform failure analysis and an investigation to determine the cause of the reported event is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not clamping down properly to secure the clips. No fragment fell inside the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis had the large hem-o-lok instrument placed and driven on an in-house system. The instrument passed the recognition and engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.